Event description:
Viscera retainer radiopaque center spine ("fish") was utilized for abdominal procedure. X-ray conducted to identify if the "fish" was retained in abdomen post suture. X-ray completed and report noted, "no definite radiopaque foreign body identified overlying abdomen and pelvis on provided radiographs." The "fish" was retained in the abdomen and not identified on x-ray 2 views. The "fish" was x-rayed outside of the body and was visualized.